Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06565. It was reported the pt complained he was not receiving enough pain relief. The pt experienced a fall after he was implanted and is also very active. An sjm rep has met with the pt and successfully reprogrammed his scs system multiple times. The pt is currently receiving stimulation only using one lead, the second lead has impedance issues. The physician plans to revise the pt's leads and possibly replaced one lead and reposition it in order to obtain better coverage. F/u identified the pt underwent surgical intervention on (B)(6) 2013 and both of his scs leads were replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.